Manufacturer narrative:
1038671-2023-02409 multiple MDR reports were filed for this event, please see associated reports:1038671-2023-02409. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement. Approximately 124 months after the initial procedure the patient had a left knee revision. The patient underwent a revision procedure to address prosthesis wear, osteolysis, joint laxity and synovitis. Revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant and loosening of the femoral component. No further issues or complications were reported. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.